Event description:
It was reported that during a therapeutic stone retrieval procedure the doctor had captured the stone, then encountered resistance and the basket broke mid-sheath. A laser was used to break up the stone and basket and forceps were used to pull out the basket fragment. Another basket was used to complete the procedure with no pt complications.